Event description:
New software reported to be difficult to choose correct workflow due to options to choose very close together. Pa accidently clicked on wrong workflow due to them being close together causing patient to be overdosed.